Event description:
Patient states his crono pump sn (B)(4) fell and hit his dresser and started to alarm for occlusion. He replaced the batteries and pump then gave him an error 5 message. Error did not occur while pump was in use and did not cause any harm to the patient. Pharmacy no longer carries pump and does not have a replacement to send him. Patient will return pump back to the pharmacy. Patient has an extra (third pump) on hand and will have 2 pumps to rotate between. Intra pump infusion systems. Reported to (B)(6) by pt/caregiver.